Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: visual inspection revealed moisture in the display. The pump failed leak testing due to a display lens leak. The pump powered on with functional auditory and vibratory features. The display was illegible due to being dim and pixilated. Additional testing could not be completed due to the display issue. The pump casing was opened, and there was evidence of moisture and corrosion on all internal surfaces.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was moisture behind the display screen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.